Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference 1221359-2022-03681 through 1221359-2022-03683.

Event description:
The consumer reported three (3) false positive results with the binax now covid-19 antigen self test (lot number 202644) on various dates in (B)(6) 2022. This report captures test two (2) of three (3). The consumer reported a false positive result with the binax now covid-19 antigen self test performed on (B)(6) 2022 using a nasal swab. Confirmation testing was performed (B)(6) 2022 with a rt pcr test and generated a negative result. The consumer was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 202644 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 202644 and test base part number 195-430h/ lot 197668. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 202644 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.